Event description:
It was reported that decreased r-wave amplitude and increased rv capture threshold were observed. During the revision procedure, it was noted that the lead was not completely connected to the device header. The rv lead measured normal during external testing, and then reconnected to the device with good measurements. The patient was in good condition post-procedure.